Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. There was no report of serious patient harm or injury. The manufacturer received new and relevant information on 10/27/2022 alleging sinus irritation, allergy medication and nasal flushes, sinus surgery, sphincter palatoplasty, dizziness related to a CPAP device's sound abatement foam. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient also alleged of sinus irritation, nasal/throat irritation, allergy medication and nasal flushes, sinus surgery, sphincter palatoplasty, dizziness. There was no report of serious or permanent harm or injury. The device was returned to the third-party service centre for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found evidence of foam degradation. During the evaluation, dust was observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was no error code found. The third-party service centre concludes that they could confirm the customer's allegation and there was visible foam degradation and unit got scrapped. In this report, section d8, d9, h2, h3 and h6 has been updated.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2024-47809. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
Additional information was received on nov 14, 2024. Section h11 should be reported as the manufacturer previously reported an issue related to a CPAP, bipap, and mechanical ventilator devices sound abatement foam become degraded and alleged visualization of particles. Patient also alleged of sinus irritation, nasal/throat irritation, allergy medication and nasal flushes, sinus surgery, sphincter palatoplasty, dizziness related to CPAP device's sound abatement foam. There was no report of patient harm or injury. The sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected to product problem (adverse event and product problem was checked in the previous MDR) section b2 was changed to blank (previously it was other serious) section h1 was changed from serious injury to malfunction section h6 health effect - impact code was corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.